Manufacturer narrative:
Inspection of the device found no damages capable of causing the reported infection nor pain. The cause of these events could not be determined.

Event description:
It was reported by mother that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours on the arm. Additional symptoms reported include a blood glucose level of 550 mg/dl, pain, a fever of 102 degrees and purulent discharge (pus). The patient was admitted to the hospital and was diagnosed with cellulitis. The patient was treated with 2 rounds of antibiotics and fluids; blood cultures and an ultrasound were also performed. Patient was discharged from the hospital 2 days later with a prescription of cefdinir (6.33ml), to be taken orally once daily for 5 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.